Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) could not connect with the implantable neurostimulator (ins). Error 6360e77d and 617332af were observed. All programmers used have been recently updated to the newest software. An n'vision and patient programmer were also used without success. The ins couldn't be accessed with any of the programmers. There was no problems with tremor in the effected upper limb so it not likely that there was a problem with therapy. Additional information was received from the rep that the patient did not experience any symptoms at the time of this event. The meaning of the error codes was not determined. The cause of the interrogation failure was not determined. The patient did not experience loss of therapy so the clinician informed tech services to report and ask for advice to reinterrogate. Tech services advised to reinterrogate the implant. The clinician is going to arrange a clinic visit for the patient. It was not re interrogated on that visit.

Event description:
The clinician cannot be certain as to when eos occurred because the ins had not been checked for a lengthy period of time. No session reports are available as the ins was unable to be interrogated. The clinician concluded the ins depletion was normal and it reached normal eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they attempted to interrogate the patient's implantable neurostimulator (ins) with two different tablets but both showed a failure message appeared with code 617332af. A dbs patient programmer was attempted and was unsuccessful. The programmer showed the message, "your neurostimulator is incompatible with the patient programmer." The programmed settings are: l1: 2.8 v, 60 ¿s, 130 hz. Additional information was received from a manufacturer representative (rep) reporting that the patient does not have a patient programmer. The ins has never been turned off. The patient does not have additional medication. The patient did not experience a fall or other trauma, did not lose or gained weight. There was no change in ins position and the ins was in good position. Therefore, additional x-ray was not required. This was not a case of the ins being deep or flipped/tilted. The patient had subarachnoid hemorrhage from an arterio-venous malformation (avm) then gamma knife which treated the avm and they then developed right sided ruberal tremor as a result of the radiotherapy. Their last impedance was 829 ohms case +,1-, 2.8v, 60msc,130 hz battery 2.83. The rep indicated that the cause of the event was a result of the gamma knife that the tremor developed so the ins wasn¿t in at that stage. It was deduced that the ins was at end of service (eos). Communication was not successful and with no intervention. The ins was not functioning ho wever, no treatment will be taken as the patient has no tremor and they will keep them under annual review. The clinician has suggested that there was a lesioning effect in the target. The dbs ins was not replaced as it was not clinically warranted. The rep clarified that the arterio-venous malformation was not caused by or related to the dbs device, therapy, or procedure. The dbs was implanted after the arterio-venous malformation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.